Event description:
The user reported a color chip failure occurred. No other details regarding the nature of the event were reported. There were no reported adverse consequences to a pt as a result of this event.